Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast implants and experienced bilateral grade iii/IV capsular contracture postoperatively. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The date of implantation was estimated as (B)(6) 2014 based on available information. It is currently unknown if the reported devices are saline or gel. At this time of report, they are reported as saline. Multiple attempts were made to obtain further clarification. However, no response has been received. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.